Event description:
It was reported a physician performed a kyphoplasty procedure in a patient at one level. The physician observed the cement came out of the bone filler devices in half inch lumps with liquid in between. The cement was homogenous before the physician injected it into the patient. A glove test was done and it took 15 minutes for the cement to harden; however, it never got hot. There was no exothermic reaction. The cement took awhile to set. The operating room was about 68 degrees. The procedure was completed successfully and the patient outcome was "good". No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.